Manufacturer narrative:
H6: investigation summary a mv0420-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 202020. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph identified that the smartsite had separated from the vial access device. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A definitive root cause for observed separation could not be determined, however it is possible that it occurred as a result of an inconsistent or insufficient application of glue, coupled with the twisting force during engagement or disengagement of the smartsite. A review of the production records from lot 202020 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. See h10.

Event description:
It was reported that 2 smartsite 20mm vented vial access devices experienced component separation and leakage. The following information was provided by the initial reporter: I am reporting a malfunction of the bd smartsite vented vial access device 20mm (B)(6) that occurred 15/03 during the phase of chemotherapy preparation. The smartsite disconnected from the syringe during the drug extraction.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 smartsite 20mm vented vial access devices experienced component separation and leakage. The following information was provided by the initial reporter: I am reporting a malfunction of the bd smartsite vented vial access device 20mm (ref: mv0420-0006) that occurred 15/03 during the phase of chemotherapy preparation. The smartsite disconnected from the syringe during the drug extraction.